Manufacturer narrative:
This report is filed october 30, 2014.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in exposure of the receiver/stimulator unit. The patient underwent a revision surgery (date not reported) to clean and suture the site; however, the issue could not be resolved and exposure of implant recurred. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.